Event description:
A zoll distributor reported that on (B)(6) 2015, a (B)(6) male patient reported experiencing a sore on his back underneath the rear therapy electrodes (tes). The patient's wife reported that the sore was open and tends to bleed. The patient has seen three doctors about the sore, and the doctors have prescribed ointment for the sore. The patient is on blood thinners so the bleeding takes longer to stop. The patient was issues new garments and during a f/u conversation with the patient's wife on (B)(6) 2015, she reported that the garments fit better and his back does not affect him as much. The patient had another appointment scheduled with his doctor to look at the wound. The clinical outcome of the rash is unk. The patient continues to wear the lifevest.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. There is no indication of a device malfunction.